Manufacturer narrative:
Additional information: a lens work order search was performed. No similar complaint type events were found. Corrected data: date rec'd by MFR - date in previous MDR should be corrected to "07-jan-2019." (B)(4).

Manufacturer narrative:
Additional data: device evaluated by MFR - device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.50/2.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2018 and it did not resolve the problem. On (B)(6) 2018 the lens was exchanged for a longer length lens and the problem was resolved.